Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On april 02, 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch verioiq meter read inaccurately low compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and customer care advocate (cca) attempting to follow-up with the patient, due to the patient not having time to answer all the questions . The patient refused to answer the follow up questions. The cca was advised by the patient that during (B)(6) at on unspecified date and time, they obtained an inaccurately high result of "116mg/dl" with the subject meter and ¿159mg/dl¿ with another device (unknown device), performed within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results does no exceed lifescan¿s criteria for accuracy. The patient stated they manage their diabetes with pills, diet and/or exercise and confirmed that they did not make any changes to their usual diabetes management regimen in response to the alleged product issue. The patient claims they developed symptoms of ¿shaking and stress¿ at an unknown time after the product issue; however denied receiving medical treatment. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct sample site was used, the vial was not cracked or broken, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was able to walk through a control solution retest and the control solution result was in range. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.